Event description:
The pt claims the graft was implanted in 1995 for an abdominal aortic aneurysm repair and pt is now experiencing pain in their lower left abdominal area, which pt believes is the area in which the graft was implanted. The pt stated that the pain began today in 2003.